Manufacturer narrative:
The disposable roth net retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. Us endoscopy received a report from a distributor in the (B)(4) regarding an incident involving a roth net platinum food bolus retrieval device. According to the report a patient had suffered dysphagia for a week, had an esophagogastroduodenoscopy (egd) procedure which showed a food bolus in the esophagus. The food bolus was too large to be removed through the esophagus. The physician used a roth net platinum food bolus retriever to entrap the food bolus and to push the food bolus into the patient's stomach. When attempting to release the food bolus into the stomach, the net tore and the handle broke leaving the device inoperable. The device was cut near the handle and the endoscope was removed from the patient leaving a distal portion of the device in the patient. A rigid endoscopy procedure was performed on the patient to remove the remaining distal portion of the roth net retrieval device. There was no harm to the patient as result of the push method or device retrieval. The patient was discharged following the procedure. The manufacturing record for the device was reviewed and found no manufacturing or quality problems, all inspections were completed and acceptable results were documented. The roth net platinum food bolus retrieval device is intended for the retrieval of food bolus and therefore the use of the device to deliver the food bolus to the stomach is not the intended use of the device. The distributor was informed of the intended use of the device. The device was not returned for evaluation therefore the root cause of the malfunction could not be determined.

Event description:
The disposable roth net&#59410;retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. Us endoscopy received a report from a distributor in the (B)(4) regarding an incident involving a roth net platinum food bolus retrieval device. According to the report a patient had suffered dysphagia for a week, had an esophagogastroduodenoscopy (egd) procedure which showed a food bolus in the esophagus. The food bolus was too large to be removed through the esophagus. The physician used a roth net platinum food bolus retriever to entrap the food bolus and to push the food bolus into the patient's stomach. When attempting to release the food bolus into the stomach, the net tore and the handle broke leaving the device inoperable. The device was cut near the handle and the endoscope was removed from the patient leaving a distal portion of the device in the patient. A rigid endoscopy procedure was performed on the patient to remove the remaining distal portion of the roth net retrieval device. There was no harm to the patient as result of the push method or device retrieval. The patient was discharged following the procedure.